Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents in specification. No unexpected battery out limit alarm noted. However, the device had intermittent button response due to moisture damage on the keypad trace. No unexpected numbers ramping noted. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 588 mg/dl. The customer treated with manual insulin injections. The mother of the customer reported that the keypad of the insulin pump was unresponsive. The mother of the customer reported that after changing the battery of the insulin pump, the numbers on the display of the insulin pump kept ramping up by itself. The mother of the customer also reported a battery out limit alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.